Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, far p-wave oversensing was observed. Patient was asymptomatic. Programming changes were made. Externalized conductors were observed via x-ray. The lead was capped and replaced on (B)(6) 2016. The patient was stable.